Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was also oversensing and exhibiting fluctuating sensing measurements. It was also reported that the right ventricular (rv) lead exhibited fluctuating sensing measurements. The leads remain in use.